Event description:
Stent got damaged when trying to pass through a guideliner. The patient was not harmed. The guideliner was placed for support in the patient's lad. A new stent was placed without issues.